Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that stent damage occurred.vascular access was obtained via the femoral artery. The 70% stenosed target lesion was located in the mildly calcified and mildly tortuous vessel. The stent was advanced through a guide catheter and noted to have strut damage without any contact to the vessel. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is fine and stable.

Manufacturer narrative:
Device evaluated by MFR: a promus element plus,mr,ous 2.75x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The 14 most distal stent strut rows appear undamaged. Proximal stent strut row's 1 to 4 were damaged, 1 and 2 were pushed back distally 2mm from the distal end of the proximal marker band. The undamaged section of the crimped stent outer diameter was measured and found within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 242mm distal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed target lesion was located in the mildly calcified and mildly tortuous vessel. The stent was advanced through a guide catheter and noted to have strut damage without any contact to the vessel. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is fine and stable.